Event description:
Plasma sample initally tested syphilis negative with questionable visual determination. Retesting of serum sample gave syphilis positive results. Results were confirmed as positive by another method.